Manufacturer narrative:
Problems with activation of the needle shield device are known and may occur due to assembly process error.

Event description:
According to the complaint, the nurse failed to activate the nsd (needle shield device) on a safepico. It was later confirmed that no one was injured/pricked with the needle.

Manufacturer narrative:
Date of incident is estimated from date of awareness.